Manufacturer narrative:
The referenced device was retuned to the manufacturer for evaluation. A visual inspection was performed. The wires of the jaw were manipulated and the movement was normal as the jaws were opening and closing properly. Dental dam was used to test the integrity of the jaws and noted the clamping of the jaws was functioning normal. The insertion portion was checked and did not find any signs of kinks, dents, or external damages. The slider was manipulated and the movement is consistent and smooth. The plug was observed and no external damage was found. The plug was connected to a usg-400/esg-400 test generator and observed energy flowing normal. Based on the evaluation, the service center was not able to confirm the user¿s complaint as the forceps operate and function as intended with no signs of abnormalities.

Event description:
The service center was informed that the during the procedure two devices of the same lot did not work properly. The device contact was reported to be intermittent which caused a delay of treatment resulting in excessive bleeding. Additional information has been requested, but is not available at the time of this report. This report is for device 2 of 2.